Event description:
The customer called to report that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 769 mg/dl. The customer was also vomiting. The customer stated that she has been on antibiotics for stomach pain, and stated that this may also be contributing to the elevated blood glucose levels. The customer also stated that she went to the hospital again today with a high blood glucose reading of 480 mg/dl. Troubleshooting was performed. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.